Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the mildly calcified and mildly tortuous vessel. The opticross hd imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During the procedure, the image was lost and when the catheter was removed the physician realized that a portion of the device remained in the body. The physician snared the detached portion, and the procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspection revealed the imaging window detached and an imaging core windup that began 138.8 cm from the distal end of the connector shaft. Impedance testing shows an electrical open at proximal wave form and the media inspection shows evidence of an imaging window detachment and an imaging core windup.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the mildly calcified and mildly tortuous vessel. The opticross hd imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During the procedure, the image was lost and when the catheter was removed the physician realized that a portion of the device remained in the body. The physician snared the detached portion, and the procedure was completed with another of the same device. There were no patient complications.